Manufacturer narrative:
B3: unknown date in 2015 d6a, d6b: unknown dates in 2015. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient had an initial total hip arthroplasty on an unknown side on an unknown date in 2015. Five (5) days later the patient underwent a revision of an unknown component. The patient states the surgeon implanted an incorrect part during the initial implant surgery. There is no other patient demographic or medical history available. No additional information is available.